Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who had unknown mentor gel implants placed experienced bilateral rupture post procedure. As a result, replacement with a 350cc mentor memorygel breast implant and a 425cc mentor memorygel breast implant was performed. See 1645337-2020-00221 for contralateral prosthesis report.